Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that it exhibits signs of repeated use ( nicked and gouged ), has fractured on the lateral side of the post, and the medial dovetail guide is compressed a bit. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional had broken during the trialing stage. No adverse events have been reported as a result of the malfunction.